Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: click pin had come off. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction fractured pin and malfunction found during device evaluation click pin came off was due to stress problem as identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecology hysteroscope had a fractured pin. The event had occurred during maintenance. There were no reports of patient involvement.